Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from french to english: an incident on 08/26/2024 was reported to us by the gynaecology-obstetrics block concerning the following device: the service states that it was impossible to retract the canula. The offending material has not been preserved. 31-aug-2024 follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. "1. Could you please confirm the catalogue number of the defective product is "381044"? ="yes" 2. Could you please confirm the lot/serial number of the defective product is "(B)(6) ="yes". Reported problem/defect : needle retraction failure 3. Please confirm the number of products affected. ="1" 4. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? ="need for manual clamping" 5. Did malfunction caused needle stick injury to healthcare worker or patient? ="no. 6. Has there been any issue with safety feature? (Retraction failures, shielding failures, safety feature failed to cover the needle properly. Indicate whether the feature failed prior to use or during use). =" yes retraction failure" 7. Have any other actions been taken? ="no"".

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of needle retraction failure with lot 4087752 regarding item #381044. Related: 10692585, 10713501. DHR for lot number 4087752 has been reviewed. Subassembly lot 4087752 and material 700pros44 was built on afa line 7 from 30mar2024 through 04apr2024. Final lot was on pkg line 11 from 03apr2024 through 05apr2024 for a quantity of (B)(4) units. No related quality issues or process deviations were found. A review of the applicable aeura rm5801rev14(o) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Complaints received for this device and reported condition will continue to be tracked and trended.